Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Further investigation revealed: cord cut/burned other location, pad bunched, bent/broken lead, thermostat discoloration. It also appears the pad bad been laid on. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Caller stated the cord caught on fire between the switch and the pad.